Manufacturer narrative:
Additional product component: model number/catalog number: 72401110 and 72400152; serial number: null and null; batch/lot number: 627515002 and 643213005; model/catalog description: pump cxm and reservoir 65ml.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Cylinder analysis: cylinder 1: no leak detected. Cylinder 2: bulging when inflated. Fabric wear. Additional product component: model number/catalog number: 72401110 and 72400152, serial number: null and null, batch/lot number: 627515002 and 643213005, model/catalog description: pump cxm and reservoir 65ml.